Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported needles injure the child more during vaccinations. No more bleeding at the injection site, "crunch" sound during the injection as if the needle was blunt, no more pain related to the injection (increased crying), hole left by the needle larger.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type (b1) and outcome attributed to adverse event (b2)" provided in the initial MDR 3014312726-2024-00197. The previously reported report type (b1) is adverse event and product problem and outcome attributed to adverse event (b2) is required intervention to prevent permanent impairement were incorrect. The correct report type (b1) is product problem only.